Manufacturer narrative:
Corrected information was provided in d3 (manufacturer fax). Upon review, it was identified that it was inadvertently omitted from the initial report. Corrected information was provided in e3 (initial reporter occupation). Upon review, it was identified that it was inadvertently submitted in error in the initial report. Additional information has been provided in h3, h6, and h11. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The cause of the purge pressure low was traced to component failure of a defective internal one way valve, allowing purge fluid to reverse flow bag into the purge bag.

Manufacturer narrative:
D9 device was returned and date received was added. E1 zip code extension was added as it was omitted from the initial report that was submitted. G1 added manufacturer site postal code as it was reported in an incorrect field on the initial report that was submitted. H6 type of investigation code was updated due to the device being returned. H11 updated additional manufacturer narrative due to device being returned. The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental report will be filed.

Manufacturer narrative:
H6 a141102 was erroneously entered on the initial manufacturer device report number and updated to a141101.

Event description:
The complainant reported a patient was implanted with an impella for mechanical circulatory support. It was report that purge flows 30ml/hr. No purge leak noted. Changed purge cassette and problem was fixed. There was no patient harm.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.